Event description:
Customer is reporting a pressure dome leak. Name and function of complainant: same as reporter. Customer reported that she observed blood coming from under the system pressure dome at 362 ml whole blood processed. Customer called the hotline and stated that the pressure dome appeared to be strongly attached to its sensor. The hotline then asked to look at the pressure dome membrane. Customer noted that it appeared that the membrane had come off from the plastic clip, and blood leaked from that area. Hotline assisted customer in aborting the treatment. No harm reported to the patient. No blood was returned to the patient. Customer returned the smart card for investigation.

Manufacturer narrative:
A batch record review of the lot file for b111 was performed and showed no non-conformances associated with this event type. This lot met all release requirements. A review of complaints received for lot b111 was performed. There were no other pressure dome leaks reported to date for this lot. The assessment is based on the information available at the time of investigation. The smart card was received and analyzed, but the kit was not returned. Without the kit to examine, a positive assessment of root cause could not be determined based on the information received from the customer. (B)(4).